Manufacturer narrative:
Per investigation by the manufaturer: complaint not verified. The no image issue was not encountered during testing. Ksus goleta service incoming did not notate any image issues during initial evaluation. Ksus goleta process engineering tested the ccu for a week without failure. This included multiple overnight burn-in sessions and extensive power cycles. The top cover was removed, but a visual inspection was unable to detect any issues. No problem found. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that prior to a procedure on (B)(6) 2025, there is no image in the live menu every time a camera is plugged in. No patient involvement reported. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to the manufacturing site and will later be evaluated. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).